Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: d2a. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the outer tube has a dent and therefore has sharp edges. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation the outer tube has a dent and therefore has sharp edges, and related to the new reportable findings found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a nicked tip. There were no reports of patient harm.